Event description:
During revision surgery, the peripheral and sphere screwdriver snapped within the central screw of the baseplate. The baseplate inserter screwdriver also fractured. Because the fragment was lodged and could not be removed using the standard technique, the surgical team pivoted to an alternative method for baseplate removal. During this process, the baseplate inserter handle broke.

Manufacturer narrative:
Correction: h6 health impact code. H6 method code. D9 product available. The reported event was confirmed, since the device was returned and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the returned device identified a broken tip exhibiting an oblique fracture. Microscopic evaluation revealed a rough, irregular fracture surface characterized by shear lips and fibrous regions, consistent with bending and tensile overstress prior to failure. Multiple gouge marks and a generally dull surface appearance were also noted, indicating significant wear and mechanical interaction. Additionally, a hardness test revealed the device is slightly above the required specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The fracture occurred as a result of impactful torsional loading, likely compounded by off-axis stresses, consistent with the observed catastrophic fracture. Microscopic examination revealed corrosion marks on the fracture surface, indicative of repeated reprocessing and cleaning cycles, which may have contributed to localized material degradation. If more information is provided, the case will be reassessed.

Event description:
During revision surgery, the peripheral and sphere screwdriver snapped within the central screw of the baseplate. The baseplate inserter screwdriver also fractured. Because the fragment was lodged and could not be removed using the standard technique, the surgical team pivoted to an alternative method for baseplate removal. During this process, the baseplate inserter handle broke.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.